Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet bionic pancreas, with documented readings of 73 mg/dl and 67 mg/dl and contacted support for guidance; the user was walked through a factory reset and reconnection of the dexcom sensor, and best practices were reviewed. Investigation included remote technical support and product troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included treatment with oral glucose without hospitalization. It was concluded that the event was related to hypoglycemia with an undetermined cause, and additional user training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.